Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 1 cm in length, 23 mm in diameter, 40 degree angled and was calcified proximally. It was reported that after the bifurcated stent graft was implanted there was a proximal type I endoleak present. A 28 mm diameter aneurx cuff was implanted and successfully resolved the type I endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results - endoleak; results/conclusions: aortic neck angulation with proximal calcification.